Event description:
Pt experiencing falling episodes prior to 2/95. Also experiencing dyspnea on exertion. During hospitalization for leg pain in feb, evidence of increasing thresholds was noted. Pt is pacer-dependent. Lead discovered to be high-surveillance lead #4012. (Previously implanted in another state.) Pt returned to surgery on 3/29/95 to replace defective lead and upgrade system to ddd. Defective lead capped and left implanted.